Event description:
It was reported the subject device had an alarm for "tissue sealing not complete", and the "power" in the instrument seemed to fade away during continued use and the sealing was not near as powerful as it should be. The issue occurred in the operating room during an unspecified procedure and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's allegation was confirmed. The device evaluation found an error for incomplete seal cycle; error message i0764 showed on the generator dictating incorrect seal cycle and detected a contact problem between the plug and coagulation switch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an alarm for "tissue sealing not complete", and the "power" in the instrument seemed to fade away during continued use and the sealing was not near as powerful as it should be. The issue occurred in the operating room during an unspecified procedure and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.